Event description:
The customer contacted stryker to report that the device would not turn on with opening of the lid. The customer also stated the magnet was missing from the lid of their device. The missing magnet will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Section b5 executive summary and h8 device codes was corrected to accurately describe the customer issue.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The lid was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was traced to the lid assembly.